Manufacturer narrative:
Date sent to the FDA: 3/17/2016. (B)(4). It was reported that during a urethroplasty procedure on (B)(6) 2015 a topical skin adhesive was used. During the procedure, the glass vial broke. The surgeon was injured and received unknown treatment. It is unknown how the procedure was completed. Additional information has been requested. This medwatch report is in response to receipt of event report mw5060012.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an urethroplasty procedure on (B)(6) 2015 and the topical skin adhesive was used. During the procedure, the glass vial broke. It was unknown how the procedure was completed. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4): the actual sample was returned for evaluation. Visual examination revealed a crushed ampoule, dried formulation inside the bulb and signs of force since the butyrate tube looks deformed. It was also revealed a piercing through which a glass shard protruded in the applicator bulb and piercing in the butyrate tube. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the surgeon¿s hand was cleaned and bandaged. Blood work was drawn to rule out the transmission of infectious disease. There was no other medical or surgical intervention required. The surgeon has not contracted an infectious disease.